Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged almost across its entire length with struts distorted, bunched and overlapping. The product stent protector was returned for analysis with the stent and the inner diameter was measured and is within specification. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 32 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent was separated from the stent balloon delivery system. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 32 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent was separated from the stent balloon delivery system. The procedure was completed with a different device. No patient complications were reported.